Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2024, the patient reported that he went into a coma because his dexcom device did not alert him to his hypoglycemic state. The patient declined to provide any further event details as he stated that he had already reported this event to dexcom (however, no documentation of this event was found). There was no documentation of what treatment or medical intervention the patient may have received. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.